Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2019, and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 had failed and the device was not detected on the bus. The field service engineer (fse) replaced the door controller and the module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3 had a storage space failure and error specified that device not detected on bus. Customer attempted multiple restarts with no resolution. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3 had a storage space failure and error specified that device not detected on bus. Customer attempted multiple restarts with no resolution. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.